Manufacturer narrative:
Additional information (29-feb-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Quality control (qc) recovered within the customer¿s acceptable ranges, and no issues were noted with the other patient samples. The customer stated that the dimension exl 200 system was working acceptably and no service actions were performed. Hsc concluded that the cause of the event is unknown but indicated that sample handling during the initial testing of the affected sample cannot be ruled out. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2024-00068 was filed on 14-feb-2024.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed sodium (na) result on a patient sample obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed sodium (na) result on a patient sample was obtained on a dimension exl 200 system. The falsely depressed result was not reported to the physician(s). The same sample was reprocessed on the original dimension exl 200 system. Higher results, considered correct, were obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) result.